Event description:
The patient was admitted to the hospital on (B)(6) 2012 to undergo an electrophysiology procedure; however, during the procedure she had a myocardial infarct (mi) and was sent to the cath lab where a 2.5 x 28 mm rx xience v was implanted in her mid left anterior descending artery. A few days later the patient began experiencing hives and sores all over her body. The physician has recommended the patient be tested for metal allergies. There was no other information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity (allergic reaction) is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.